Event description:
Left atrial appendage closure procedure completed with intra cardiac ultrasound imaging. Watchmen device was deployed. Clot formation was observed post watchmen deployment. Physician noted to clot. He did not recapture the device. The soundstar ice catheter did not have anything to do with the clot formation. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? No, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(6) device property of - none, device in possession of - none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).